Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error: 345 thermistor' was not reproduced. A review of the event history log revealed system error 345 . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The upstream and downstream thermistor reading were found within specification. The upstream sensor requires to be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity).this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.